Event description:
Found during test. According to the reporter, the device would not power up in ac. There was no pt use associated with the reported incident.

Manufacturer narrative:
Physio-control evaluated the device and observed that it wouldn't power up on ac. Physio replaced the power supply assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced power supply assembly and determined that root cause for the device not powering on in ac was an electrical short through two fet transistors, desibnators q1 and q2.